Manufacturer narrative:
Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported that during the embolization treatment of a vessel, the coil would not advance within the catheter. The coil was pulled resulting in premature detachment from the delivery pusher. The coil was stuck partially within the catheter. The coil and catheter were removed as a system successfully. No patient harm or injury was reported.